Manufacturer narrative:
.

Event description:
The surgeon reported that during preparation for a lasik procedure under the intralase femtosecond laser, the chair switch was activated to adjust the back of the chair upward from supine to seated position. When the switch was released the chair continued to move up. Pressing the switch again did not stop the movement. There was no harm to the patient. The visx star chair was positioned in the patient loading position ("fully swung out") for use with the intralase femtosecond laser. The chair back is locked flat only when it is positioned under the visx laser, and unintentional or intentional contact with the chair back switch while in the patient loading position may cause the chair back to rise.